Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 140 mg/dl after dinner. The range on the pump was 120-1400 mg/dl. Before bed, the customer's blood glucose was 147 mg/dl. The customer stated that he felt the pump vibrated and treated with a cookie and orange juice. The customer woke up in the morning with blood glucose of 320 mg/dl or 339 mg/dl. Customer declined to troubleshoot for high readings. The product was not returned for analysis.